Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx2623 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported patient was receiving chemotherapy via bolus and area under the PICC dressing was noted to be wet by staff administering same. Action taken: infusion stopped. Skin cleansed. Unable to aspirate drug from line. Nic informed. Sho and reg on call informed to assess patient. Out of hours, so infusional services contacted the following day. PICC line x-rayed and removed. Same disposed off in cytotoxic waste. Patient treated as per protocol.